Event description:
A servo I ventilator complaint: peep (peak end expiratory pressure) set at 8; indicated 17. Unit was removed from patient and a pre-use test was performed and passed. Unit was connected to patient again and higher-than-set peep was noted immediately. Ventilator was removed from patient. Expiratory cassette was inspected. Expiratory membrane was clean and dry. Insulation shield with water collector was in use at the end of the expiratory cassette. A heated wire humidifier was used at the time. Another unit was brought to the biomedical shop along with the patient circuit with high back pressure failure - it was noted that the respirgard filter was water logged. Some testing revealed that high peep can be shown with water in the filter. We think this may be the contributing factor in this and a previous report. A different kind of in-line filter is now being tried which is pleated and has more surface area than the flat respirgard filter.